Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic robot-assisted total hysterectomy, after the port was placed and the robotic arm was docked, an issue occurred during the insertion of the instrument into the body cavity. The seal was caught preventing successful insertion. Despite attempts to adjust the seal using assistant forceps and an inner tube, the problem persisted. Upon closer inspection, a deviation in the seal part of the port was identified. The defective port was replaced with a new one, and the procedure was continued. There was no patient injury.